Event description:
On 02/18/1998 a pt underwent a diagnostic procedure in his right groin. Two days later (on 02/20/1998) the pt underwent a stent procedure in his right groin. Finally, on 02/24/1998 a repeat procedure (stent) was performed via the right groin; following this third procedure, an angio-seal device was placed. At the time of the angio-seal insertion, the physician suspected that the site may be infected; however, the device was deployed. Six days later (on 03/02/1998) the pt's groin site was noted to be flushed and blood cultures were found to be positive for staph. A mass was identified in the right groin with an ulcerative nature. The pt was therefore taken to surgery where an arterial infection with av fistula and pseudoaneurysm were identified. The angio-seal was removed and the artery was repaired. The pt was then placed on a six week course of IV antibiotics. As of 04/02/1998 there has been no further report of complication or pt sequelae made to the MFR.